Event description:
Patient undergoing right shoulder arthroscopic rotator cuff revision. During the procedure the smith and nephew healicoil 5.5mml anchor broke while in the shoulder. Suction and irrigation was used to retrieve the broken piece. X-ray was obtained to confirm the broken piece was full retrieved. No foreign body left in patient. Reason for use: right shoulder arthroscopic rotator cuff revision. The product is not compounded. The product is not over-the-counter.